Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but did not meet release criteria. A new 24mm wds was then inserted into the patient and deployed. This closure device also did not meet release criteria and the procedure was ended. The patient did not have a closure device implanted in the laa. There were no complications that were reported to have occurred during the procedure, and the patient was discharged home. That night the patient returned to the emergency department with a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. There were no other complications or treatments performed. The patient is expected to make a full recovery from this event.